Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue was not reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Based on the results of the sample analysis, the reported problem was not due to device malfunction of the spectrum infusion pump; however, it cannot be definitively confirmed if use error caused or contributed to the event. There is currently an open field action (fa-2021-056) associated with reinforcing proper IV line setup and detection of upstream occlusion for spectrum pumps. Evaluation inspected the device for flow accuracy testing but did not observe any symptom or potential causes of the reported problem. No correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had an over infusion. The volume to be infused (vtbi) was 30 ml and actual volume infused was 38 ml with a flow rate of 300. The event happened during routine testing at the biomed service department. There was no patient involvement. No additional information is available.